Manufacturer narrative:
The hvad is used for treatment not diagnosis. The controller (B)(4) was returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Thorough external visual inspection of the controller revealed foreign material on the controller driveline connector. The reported electrical faults were confirmed via review of the controller log files, which revealed several "electrical fault' alarms on the date of the reported event. The confirmed malfunction is related to the reported event. Applicable risk documentation and experience with events of similar circumstances were considered; events with electrical faults are many times attributed to a foreign material contamination on the driveline connector resulting in a partial loss of electrical continuity. The most likely root cause of the reported electrical fault event, as investigated by manufacturer, is an ingress of contaminates onto the driveline connector pins. The clinical process and subsequent handling of the driveline may have allowed external contaminates to enter the driveline connector. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Driveline infection is a potential event that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors can also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. Controller - (B)(4) - expiration date: 08/31/2015 - device manufacture date: 08/12/2014. (B)(4).

Event description:
It was reported from the united states that this (B)(6) female patient experienced several electrical fault alarms. The alarms were reproduced at the clinic by manipulating the battery power cable and the driveline. It was reported that the patient dropped the controller while at home but prevented it from hitting the floor. While at the site, the clinical staff and engineers noticed there was blood inside the driveline from the skin connector. The patient was admitted to the hospital for further evaluation and a request for service was made of the manufacturer. A manufacturer's representative responded to the site to perform a cleaning procedure of the driveline per specifications. The patient was prepared by giving her a heparin bolus and placed on a dobutamine drip. The cleaning procedure required the pump to be stopped twice for approximately thirty (30) seconds each time. The driveline and connector were cleaned, the blood was isolated and a dam was placed on the driveline. A controller exchange was also performed. The patient tolerated the procedure well.